Event description:
It was reported that a remote transmission revealed noise on the right ventricular lead. The patient was symptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.